Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted log files confirmed the reported low flow alarms. Although a specific cause for the reported low flow alarms could not be conclusively determined through this investigation, the account communicated that the alarms were due to progressive right ventricular (rv) dysfunction in the setting of small left ventricular (lv) cavity. Additionally, a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively established through this evaluation. The controller event log file captured events from (B)(6) 2025 through (B)(6) 2025. Several low flow hazard alarms were captured and were associated with elevated average pulsatility index values. No other notable events or alarms were captured, and the pump appeared to operate as intended at the fixed speed. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6). The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas IFU, rev. D and the heartmate 3 patient handbook, rev. A are currently available. The current revisions of the IFU and patient handbook can also be found on the electronic IFU (eifu) page of the abbott website. Section 1, ¿introduction,¿ lists potential adverse events, including right heart failure, that may be associated with the use of the heartmate 3 left ventricular assist system. Section 1 also addresses all pump parameters, including pump flow and pulsatility index (pi). In reference to pi, sections 1 and 4 of the IFU state that the pi calculation represents cardiac pulsatility and values typically range from 1 to 10. In general, the magnitude of the pi value is related to the amount of assistance provided by the pump. Higher values indicate more ventricular filling and higher pulsatility (i.e., the pump is providing less support to the left ventricle). Section 4 of the IFU, ¿heartmate touch communication system¿, describes the pump flow display and the hazard alarms. It also explains that changes in patient condition can result in low flow. Per design, when the estimated flow value is calculated at less than 2.5 liters per minute (lpm), a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. Section 6 of the IFU (under "right heart failure") discusses the potential development of right heart failure following implant and outlines the associated treatment options, including inotropes and right ventricular assist device (rvad) placement. Section 5 of the patient handbook, ¿alarms and troubleshooting¿, and section 7 of the IFU, ¿alarms and troubleshooting¿, provides information on all system alarm conditions as well as the appropriate actions associated with each condition. Furthermore, section 8 of the patient handbook, ¿handling emergencies¿, also provides examples of emergencies and the proper actions to take in the event an emergency occurs. For patients with low flow software system controllers, the heartmate 3 lvas pocket guides to alarms for patients rev. A and clinicians rev. A explain that the low flow hazard alarm will be triggered when the estimated pump flow is less than 2.0 lpm. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additionally, it was reported that the patient was admitted to the hospital from (B)(6) 2025 to (B)(6) 2025. The echocardiogram from (B)(6) 2021 showed normal right ventricular (rv) function and the device did not contribute to the rv dysfunction. The event was treated with fluid resuscitation, beta blocker stopped and started digoxin. The plan of care was to continue to monitor patient.

Manufacturer narrative:
No further information was provided. A supplemental report will be reported once the manufacturer¿s investigation is completed.

Event description:
It was reported that log files were submitted for review. The patient was admitted with recurrent low flow alarms and orthostasis. It appeared that the event log files contained a lot of low flow estimates as well as a few sustained low flow hazard events when the calculated pulsatality index (pi) was elevated. The cause of low flow alarms was progressive right ventricular (rv) dysfunction in setting of small left ventricle (lv) cavity diagnosed by hemodynamic study and echo. The alarms resolved with fluid resuscitation and cessation of beta blocker. The patient had dizziness and required position change to laying down as the patient did not tolerate upright position. Additionally, it was reported computed tomography angiography (cta) showed normal outflow graft and inflow cannula.